Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 52 mg/dl. The customer reported having issues with the insulin pump. The customer treated the blood glucose wit drinking (B)(6). The customer reported that the insulin pump worked for five minutes and then give no delivery arlam. The customer further reported that the belt clip is broken. The insulin pump was not returned for analysis.